Event description:
It was reported that when extracting the broken tip of a gamma nail, an extraction hook was used, but the tip bent and became unusable. The surgery was completed successfully.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. Device inspection revealed the following: for the received extraction hook we can see slight scratch marks on the side of the extraction rod and the tip is deformed and damaged. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a combination of user-related. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that when extracting the broken tip of a gamma nail, an extraction hook was used, but the tip bent and became unusable. The surgery was completed successfully.